Event description:
It was reported that the cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer, while initially having difficulties with a case on the pump, followed instructions to inspect and clean the pneumatic tap area, remove the o-ring, and reload the cartridge, after which insulin therapy was successfully resumed.